Event description:
It was reported the pt ((B)(6)) has experienced inflammation at the lead site, and the area in question is sore to the touch. In addition, the pt reportedly gets a headache at the base of his skull. A decision regarding the next course of action in this matter has not been reached.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.